Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was surgically abandoned and a new lv lead was implanted as a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No further information concerning this report is expected as the lead was surgically abandoned, our investigation is complete. This investigation will be updated should further information be provided.